Event description:
Dx: sinus node dysfunction. 10/17 insertion of transvenous permanent dddr (a-b) sequential pacemaker. 10/18 intermittent pacemaker failure. Return to or: 10/20 removal of malfunctioning ventricular lead and insertion of new lead and new pacing generator; reinsertion of atrial lead.